Manufacturer narrative:
Patient identifier: no patient involvement. Age & date of birth - no patient involvement. Patient sex - no patient involvement. Weight - no patient involvement. Ethnicity - no patient involvement. Race - no patient involvement. Expiration date: 2025-01. Operator of device: unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number: unknown. Occupation: doctor. Based on the result of our investigation, we have a previous case of uncured glue resulting to detached cannula affecting nn-2116r with lot no. 191220c. This was confirmed originated from our process. Affected products were voluntary recalled by tpc. Corrective actions were implemented to prevent similar uncured glue. Based on the records of declared product code/lot no. Combination and hub design of actual sample, we have identified that this was coming from bag 1 of assembled needle lot 200203cn. However, we have confirmed that there was no machine trouble or any unusual activities encountered during manufacturing of the lot, specifically bag 1 that would lead to uncured glue. Product confirmation was conducted wherein no defect found, 0/15,080pcs. Moreover, contamination of cured and uncured products similar to the previous case is unlikely to happen. Fixed cart was already provided on online 1 station and cooling station last november 19, 2019, and associates were all aware regarding this issue and confirmed compliant on the procedure. Although a definitive cause could not be confirmed, the results of our investigation showed that corrective actions that have been implemented prior lot no. 200203cn are confirmed effective to prevent similar case of needle not passing thru the drying process. Detached cannula was further investigated through CAPA escalation and all identified actions has been completed and now on-going verification of effectiveness prior closure. In addition, it was also confirmed by tc that both lots: 191220c and 200229c were delivered to (B)(6). (B)(4).

Event description:
The user facility reported that when the user tried to connect the terumo needle to a syringe, the cannula came off. The device was unused because the cannula part came off. There was a white substance inside the protector. There was no patient involvement.